Event description:
A customer reported experiencing a past low blood glucose event, with a lowest recorded level of 2.9 mmol/l. The customer successfully resolved the low glucose level by consuming carbohydrates and did not require third-party assistance. Technical support advised the customer to consult a healthcare provider for further evaluation, which the customer understood and acknowledged.